Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.

Event description:
Boston scientific received information that during an implant procedure of this right ventricular (rv) lead, resistance was encountered when inserting and positioning this lead. This lead displayed high impedance measurement of 1700 ohms with good threshold measurements. This lead was removed and a non boston scientific lead was implanted. The physician felt that the lead was damaged while inserting the lead and was kinked. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead identified a kink in the distal shocking coil approximately 2.2 cm from the distal tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead also passed helix and stylet insertion tests. Although a kink in the distal shocking coil was confirmed, analysis did not identify any lead characteristics that would have resulted in the observed high pacing impedance measurements.